Event description:
Patient had swelling and an abscess. Patient has very minimal bone helping support her implants. She got an infection which quickly loosened the implant. Original abutment and lower denture placed sometime in 2013, abutment replaced (B)(6) 2022.